Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified the suture broken, moreover the metal cannula and trocar were received loaded inside the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported the suture broke. A visual inspection of the flexima¿ apdl catheter was done before unpackaging revealed the suture was detached.

Event description:
It was reported the suture broke. A visual inspection of the flexima¿ apdl catheter was done before unpackaging revealed the suture was detached.

Manufacturer narrative:
(B)(4).